Event description:
It was initially reported that the patient was experiencing an increase in seizures, unknown if above or below baseline, and was admitted to the hospital. While in the hospital the patient's generator was unable to be interrogated. A battery life calculation preform was negative years until eri-yes. The patient had a generator replacement. (B)(4) attempts for product return have been unsuccessful to date. (B)(4) attempts for more information have been unsuccessful to date.